Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power switch was stuck due to the amount of operating force and the number of times the power switch was applied exceeding the expected value. There has since been a design change to prevent reoccurrence of the event.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the old version main switch was damaged. In addition, the worn out video connector causing poor connection.

Event description:
As reported for this event, during an unknown procedure, the device power button was stuck in on position. There is no harm or adverse impact to any patient.